Event description:
It was reported that during implant, the physician had difficulty inserting a lead into the atrial header port of the pulse generator. Additional force was applied and the lead was successfully inserted. Electrical values were good and the device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.